Event description:
The customer stated that she experienced low blood glucose levels followed by seizures. The customer stated that the paramedics were called for assistance. Prior to the paramedics' arrival the customer's blood glucose reading was 40 mg/dl. Troubleshooting revealed that the insulin pump had delivered a large bolus in the middle of the night. The customer did not remember programming that bolus. The customer stated that her doctor recommended getting the insulin pump replaced. The customer was advised that the insulin pump would be replaced per the doctor's recommendation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.